Event description:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The visual inspection carried out on the device showed the balloon twisted at approximately 35 mm and 70 mm from the tip. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. It was not possible to completely advance the guide wire 0.018" for all catheter length. The guidewire was blocked by many blood clots. Negative pressure was applied on the balloon through a manometer syringe, with no bubbles noted. The balloon was inflated sequentially at: - 1 bar the balloon kept showing several wrinkles in the two twisted points found during the visual inspection . - 2 bar the balloon kept showing several wrinkles in the two twisted points found during the visual inspection. It is possible to note a deformation in the profile of the balloon. - 10 bar the balloon is fully inflated, at this pressure the wrinkles described are no more visible. The guide wire lumen shows, in correspondence of the necking point described above, signs of torsion. The balloon was then completely deflated and inflated once more: - 2 bar the balloon showed again wrinkles in the former necking points. A sort of circle remained in that point. - 4 bar the guide wire lumen remained twisted in the former necking points. The balloon profiles are in accordance with product specifications.

Manufacturer narrative:
Results: other (root cause unknown). None (no device returned). No results available since no evaluation performed (device or procedural images not provided for review). Conclusion: other (root cause unknown). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
The physician was attempting to treat a lesion using an in.pact pacific paclitaxel-eluting balloon catheter. During an attempt to inflate the balloon at the lesion site, the physician noted that the balloon did not inflate fully. A waist was noted in the balloon. There were no adverse events associated with this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunction.